Manufacturer narrative:
(B)(4). Device power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 82 noted. The motor was tested outside of device and passed. Device received with the audio alert functioning properly. No audio alert anomaly noted. Insulin pump error alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.